Manufacturer narrative:
Covidien reference: (B)(4). The service engineer (se) inspected the device and ran the extended self-test (est). The ventilator passed testing. The alleged malfunction could not be duplicated.

Event description:
It was reported that a ventilator alarmed and went into an inoperative condition. There was no patient involvement.